Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's reservoir was leaking past the second o-ring. Blood glucose level at the time of the incident was under 200 mg/dl. The customer was advised that the reservoir would be replaced but did not return the product for analysis.